Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information was received indicating that the broken piece was removed and the tooth was filled.